Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Other applicable components are: product ID: 3487a, lot# l37889, implanted: (B)(6) 1996, product type: lead. Product ID: 3210, serial# (B)(4), implanted: (B)(6) 1996, product type: transmitter. Product ID: 3487a, lot# l37889, implanted: (B)(6) 1996, product type: lead.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for multiple back operations, failed back surgery syndrome, and post-laminectomy pain. It was reported that with the patient's first implant, in 1996, the leads moved within month of implant and a healthcare provider (hcp) removed the two leads later that year and replaced them with one lead. No patient symptoms were reported regarding this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.